Event description:
The complainant reported the physician was performing a therapeutic procedure on a pt. The physician introduced the guidewire through the cannula in an effort to access the common bile duct (cbd). After the physician completed the cholangiogram, the wire was removed. At that time the physician observed that a small part of the device's tungsten coating had peeled off the jagwire's tip, and remained in the pt. The physician then successfully removed the coating with the aid of a retrieval balloon. The complainant indicated that there was no adverse affect to the pt as a result of the reported malfunction.